Event description:
During the procedure, the patient experienced a tia lasting five days. During hospitalization the patient also experienced a mi (nstem). Both the tia and mi were not pre-existing conditions; however, they have resolved. Although there was no product malfunction reported, it cannot be said for certain whether the device caused or contributed to the patient event.